Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and one shock for supraventricular tachycardia (svt). It was noted that the rate accelerated into the ventricular fibrillation (vf) zone after the last atp was delivered. Technical services (ts) provided their insight and potential reprogramming options. The device remains in use. No adverse patient effects were reported.